Event description:
The customer called for assistance in programming a replacement insulin pump. The customer did not have all of her settings, therefore, she was assisted with only the ones she had with her. Assisted the customer with time, date, basal rates, bolus wizard and easy bolus. The customer didn't know what her active insulin should be set to, but she wanted it set to 6 hours. Advised the customer to check with her insulin pump trainer to clarify that this was correct. Days later, the customer called to report that she was hospitalized for high blood glucose levels because her easy bolus was not programmed correctly. Although the customer specifically asked for, and was assisted with the easy bolus setting of 1.0 on her previous call, she stated that it was not programmed correctly. The customer stated that it was programmed at 0.1, not 1.0. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.